Event description:
It was reported that during an unspecified procedure, a guide wire tip detached, and remained inside the patient. The target lesion was located in the popliteal artery. During an unspecified time of the procedure the tip of a 300 pt graphix guide wire broke in the popliteal artery. Attempts to snare the detached guide wire tip were unsuccessful so the physician advanced the detached guide wire tip down the foot and left it there. The procedure was completed successfully. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).